Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, three units of reloads had an issue of partial firing. All of them completely stopped after three cms of firing. There was no patient injury.